Event description:
Customer reported during physical examine at patient's follow-up appointment moist desquamation was found on both inner thighs. Patient's last treatment occurred in 2007. Patient had been treated with a vaginal cylinder. Physicist reported that the applicator had been inserted properly into the patient and was removed without incident at completion of treatments. Flexible probe was in its proper position in the applicator during the treatments. The treatment plan and treatment record were reviewed by the physicist and found to be correct and without incident. He reported that he had ran the treatment to verify that it was correct. No errors were found and he stated that the treatment was executed properly. Investigation is ongoing at this time and awaiting details on the patient treatment report to allow further analysis.

Manufacturer narrative:
Limited information is available at the time of this report. Varian is awaiting feedback from the user site for specifics of the patient treatment to allow further investigation of the complaint. A follow-up report will be submitted with additional information when it becomes available. This report is based in information received from a third party or developed by varian medical systems. While the reported event is being investigated, some of the facts are as yet unverified. By submitting this report the company is not admitting that the product identified has malfunctions, is defective, or has caused or contributed to a serious injury or death. Information provided in this report is based on the assumption that the information currently available is true and accurate.